Manufacturer narrative:
Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Other text : it was reported that the device could not be interrogated, the patient's heart rate was approximately 40 beats per minute, and there was no magnet response. The device was explanted and replaced. The device was subsequently returned with a report of short longevity. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy premature eri (elective replacement indicator).

Event description:
It was reported that the device could not be interrogated, the patient's heart rate was approximately 40 beats per minute, and there was no magnet response. The device was explanted and replaced. The device was subsequently returned with a report of short longevity. No patient complications have been reported as a result of this event.